Manufacturer narrative:
Visual inspection, functional testing, and scanning electron microscopy (sem) analysis were performed on the returned device. The reported leak was confirmed. The production record review was performed and revealed no indication of a product quality issue. The corrective and preventive actions (CAPA) review was performed and revealed CAPA issues related to the reported issue; indicating there is a potential product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined a potential product quality issue based on evaluation of the returned unit and the review of the corrective and preventive actions (CAPA) database. The leak was observed coming out of the stain relief tubing. It was determined the device leakage from the distal end of the luer may possibly be attributed to a material/processing discrepancy. A gap/channel was observed between the shaft and adhesive at the distal adhesive bond area. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a mildly calcified superficial femoral artery. During inflation of a 5x40mm armada 35 balloon, contrast was leaking from the catheter hub and the required pressure could not be reached. There was no damage observed on the balloon. A new armada 35 balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.